Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate lap top ventilator 1200 "not providing proper tidal volume". All testing performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed all tidal volume test from ltv final test. Internal inspection does not reveal any abnormalities with the ventilator. Unit passed all testing.

Event description:
The customer reported lap top ventilator 1200 had a note from the hospital staff stating, "ventilator is not providing proper tidal volume". The technician on site tested the ventilator on technician bench and stated it is outputting tidal volume of 511 when set to 550 ml. No further information was provided regarding allegation of patient injury or harm. Any additional information provided will be included in a follow up report.